Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime unit during prime/ compromised force sensor test due a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners and a minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 600 mg/dl. The customer sates that after changing infusion set, he began experiencing the high blood glucose. The customer's blood glucose level at the time of the call was 389 mg/dl. The customer did experiencing muscle tightness. The customer did not contact their healthcare professional and does have a backup plan; manual injections. However the customer treated with a pump bolus for the high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed and alarmed motor error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.